Manufacturer narrative:
The investigation into the shutdown issue has been completed. The impella automated controller was returned for investigation. The representative supplied the investigator with the following information regarding the event indicating the issue may have been due to the software. After the console was set aside, the console would not boot successfully (repetitively rebooting), which explained the phrase ¿kept circling¿. There was mention of this failure mode occurring after the software (sw) had been upgraded, but the console had been utilized without any similar complaints since the sw upgrade (preventative maintenance) to v8.4.1 in january 2021. There was one complaint on january 29th, 2021, but the failure mode/ root cause was unrelated to this investigation¿s failure mode. The account¿s complaint history had also been reviewed, and there was only one complaint associated with a different console related to this failure mode. The data logs revealed the device stopped abruptly on the complaint date. Video of the aic display from the impella connect servers revealed that the console was on the placement signal screen and then suddenly rebooted. The returned console as received would not boot up. The logs could not be retrieved. There were issues accessing the /userflash directory. After swapping with known-good compact flash cards (cfcs), the console would boot up successfully. The root cause of the console repetitively rebooting was due to the one of the original compact flash cards was corrupted, affecting normal boot up of the aic. This failure was most likely due to a 4-in-1 malfunction or power to 4-in-1 from the power battery manager (pbm). The component-level root cause of the product malfunction is unknown. The unexpected controller shutdown was most likely due to a 4-in-1 malfunction or power to 4-in-1 from the pbm. The component-level root cause of the product malfunction is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) shutdown during patient support and attempts to reboot did not resolve as it just kept circling. Additional information was provided to the investigator of the complaint indicating that a backup console was used and there was no patient harm related to this event.